Manufacturer narrative:
The lot/serial numbers are not available. The review of the manufacturing paperworks could not be completed. Additional information and images were requested but not available for analysis. According to the gore excluder iliac branch endoprosthesis (ibe) instructions for use, adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
In review of published literature, these findings were noted. Michel mpj reijnen, rijnstate hospital, arnhem, the netherlands : ¿ the ¿iceberg¿ study- preserving the internal iliac artery.¿ this article was for the dutch ibe collaboration. Early experience with the gore excluder iliac branch endoprosthesis for common iliac artery aneurysms in the netherlands. J vasc surg 2009;49(5):1154-61, eur j vasc endovasc surg 2008;35(4):429-35, semin vasc surg 2009;22:193, cardiovasc intervent radiol 2008;31:728 34. This article was presented on the conference ¿the leipzig interventional course - linc¿ on january 27, 2015. In the article was discussed that the common iliac artery aneurysms are more common in conjunction with abdominal aneurysms > 20%. Often bilateral occurrence. The treatment has several options like: coil-and-coverage of the internal iliac artery; preservation of the internal iliac artery: bell-bottom limb; off-label endovascular techniques; iliac branched devices. The aim of using of the gore excluder iliac branch endoprosthesis is: to provide an endovascular treatment of common iliac artery or aorto-iliac aneurysms with a dedicated device designed to be used in conjunction with the excluder endoprosthesis. Simple, easy-to-use, accurate, low-profile device iliac component based on the same platform. Patients treated: 46 in the netherlands. Date: november 2013-december 2014. Age: 70.2 ± 8 .5 year male gender 45/46 (98%) procedural success for ibe treatment was 94% (one implant failure). Primary patency iia limb at six months was 94%. Significant decrease in cia aneurysm diameter. The initial results with the gore ibe device showed the low complication and low incidence of ischemic complications. The article describes that two patients experienced the internal iliac limb occlusions within 6 months. The physician is monitoring the patients. The additional information was requested but not available.